Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of march 2025, further described as "in the past two weeks". The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue with an air sensor not working; the pump did not alarm for air present in the line. This was observed during patient infusion with 'quad' norepinephrine and parenteral nutrition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.